Manufacturer narrative:
E1: initial reporter address: (B)(6). H4: the lot was manufactured from august 01, 2023 - august 03, 2023. H10: the actual device was received for evaluation without fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. Based on the functional flow test result, the folfusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused; further described as "not running on time." This occurred during patient infusion. The device was filled with piperacillin/tazobactam 18g plus citrate buffer in 230ml sodium chloride 0.9%. The peripherally inserted central catheter (PICC) was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.